Event description:
It was reported that the patient with this pacemaker had a syncopal episode. Technical services (ts) was consulted and patient initiated interrogation was unsuccessful. Ts referred the patient to their clinic for further examination. This device remains in service. No further information is available from the field at this time. No adverse patient effects were reported.